Event description:
Event details: this is a complaint about the optima spike set leaked from the rubber stopper where it was inserted during use. It was reported that after inserting the optima spike set, dispensing it from the pharmacy, and administering it in the ward, the medication leaked from the rubber stopper. There was no particular leakage when the pharmacy dispensed it. The patient explained that the needle was not prepared using a phaseal syringe, but was inserted using a needle preparation tool, and then the spike set was inserted. The patient suggested that the leak may have occurred because the optima spike set's bottle needle was too thick. The kind of drug leaked is anti-cancer drug. They replaced the defective product, and the dosing was completed successfully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.